Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the patient was for tracheal intubation. The tube was checked prior to use and there was an air leakage found. The tube was replaced. The second tube was checked and there was a balloon air leakage found again. The failure cause a delay in treatment to the patient.